Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an unspecified procedure, the teflon pad from the grasping section of the detached. No device fragment fell into the patient. A no error codes were observed on the generator. There was no bleeding observed. The surgeon removed the thunderbeat from service. The intended procedure was completed with non olympus equipment. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for detached teflon pad. The teflon pad was found worn, melted and partially detached from the jaw, exposing metal underneath the pad. Char marks were also found on the probe.